Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the clinic, right ventricular loss of capture and chest pain were observed during a capture measurement. The lead was scheduled for a right ventricular lead revision. During the revision, insulation defect was suspected on the right atrial lead. Both leads were explanted and replaced. The patient did not have chest pain after the surgery and the condition was okay after the procedure.